Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. Data was successfully extracted from the returned sensor using approved software. The sensor data was reviewed and a signal low error message was observed. Additional visual inspection was performed on the sensor¿s pcba (printed circuit board assembly) and no issues were observed. The returned battery was measured and was found to be within specification. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No evidence of a product malfunction was found during the investigation therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "sensor error" and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and a seizure, requiring a third-party treatment of glucose gel and "armfield" for treatment. There was no report of death or permanent impairment associated with this event.